Event description:
Unomedical reference number (B)(4) event occurred in the united states it was reported that a 16-year-old female patient's infusion set's tubing detached was from connector on (B)(6) 2022. Therefore, the blood glucose level of of the patient at the time of event was 324mg/dl. Moreover, the infusion set was used for 2 days. Further, the infusion set was replaced and the insulin was resumed successfully. No further information was available.